Manufacturer narrative:
D9, h2, h3: the return of bi71000222 provided the lot number k1906aan rev. J. The hardware was returned and analysis was performed. The analyst installed the generator control board in a test imaging system. The system did not initialized. The generator readied. Motion, communication and charging readied. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the hand switch was "not working". The caller stated that they were in training and it just stopped working and then a radiation disabled message appeared. No patient was present.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID bi71000222 (lot: -); product type: 2560-mnav - o-arm system h3: the system was serviced in the field and the machine was found to intermittently lose communication with the x-ray generator. To resolve the generator control board was replaced and calibrated. Once complete the system was extensively test with no further issues witnessed. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.